Event description:
Newborn with gram negative sepsis was in isolette located next to freezer. Rn went to retrieve breast milk from freezer and bumped isolette. Isolette fell over onto the floor. A respiratory therapist observed isolette falling and observed infant wrapped in blankets laying partially on the floor and with his right arm in the isolette with the lid of the isolette touching the infant's right side of his head. The respiratory therapist pulled up the isolette and an rn reached in and retrieved the infant. The infant was examined by the neonatal intensivist. Head CT scan was completed. The next day the infant was reported to be doing well. The following day the radiologist interpretation of the CT scan reported indicated a question of a tiny nondisplaced fracture. No definite evidence for acute traumatic brain injury itself. Add'l studies were completed two days later. Isolette.